Event description:
It was reported while using bd phoenix¿ pmic/ID-107, a patient sample was incorrectly identified. There was no report of patient impact.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). Investigation summary: this complaint is not confirmed. This complaint is for misidentification of staphylococcus aureus as s. Hominis and s. Pasteuri, and s. Saprophyticus as s. Epidermidis when using phoenix panel pmic/ID-107 (448607) batch number 3108995. The customer did not return phoenix generated lab reports, panels or isolates for the investigation. To investigate, one retention panel from the complaint batch was tested using qc isolate s. Aureus a29213 on a phoenix m50 machine and evaluated for identification results. Next, one retention panel from the complaint batch was tested using qc isolate s. Aureus a25923 on a phoenix m50 machine and evaluated for identification results. Last, one retention panel from the complaint batch was tested using qc isolate s. Saprophyticus 10484 on a phoenix m50 machine and evaluated for identification results. All three panels identified their isolates correctly, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, related to this defect but unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.